Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse was able to confirm the error code. Fse checked the sensitivity, clog adjustments, and replaced the eki board. Then fse checked and adjusted sensitivity and clog adjustments again. Fse ran tests on a sample without any error and advised the customer to recalibrate all assays. The customer recalibrated the prostate-specific antigen (psa), thyroid-stimulating hormone (tsh), creatine-kinase muscle/brain (ckmb), and troponin. The customer ran controls on all assays and verified that results were within range. The instrument was verified as operational. There was no further action required by fse. The instrument was installed on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: the 2076 clogging detected at specimen cause: the negative pressure generated by suction of a [rack ID, rack, position, specimen ID] specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. The most probable cause of the 2076 clogging detected at specimen error was eki board failure.

Event description:
A customer reported error 2076 (clogging detected at specimen) with the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of troponin (ctnl2) and creatine-kinase muscle/brain (ckmb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.